Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump battery compartment was observed to be cracked above and below the bumper pad. The battery compartment was found to have evidence of moisture inside the compartment. A leak test was performed and found that the pump was leaking from the damaged compartment. The pump was opened and no further moisture damage was observed inside the pump. The pump battery cap was able to secure appropriately for testing. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked and moisture was inside the battery compartment. This report is made based on the results of evaluation completed on (B)(6) 2015.